Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6) 2019 she had to undergo a revision surgery due to aseptic loosening of the tibia. No more information have been provided.